Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report the insulin pump alarmed no delivery. The customer's blood glucose level was unknown. The customer changed the reservoir and set 3 times before it worked again. The customer was advised that the infusion set and reservoir would be replaced, and to return the products back for analysis.